Event description:
It was reported that there were air bubbles in an unspecified line of a disposable cassette, (details not provided). The nurse reported that the patient had only recently been put on peritoneal dialysis therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.